Event description:
Breakage per-operatively of the screwdriver tip. Tip was left in the glenosphere.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.